Manufacturer narrative:
(B)(4). Result - endoleak. Result & conclusion - angulated aortic neck.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessels had moderate tortuosity and mild calcification, and the access vessels had a diameter of 9 mm. The aortic neck was 38 m long, had a diameter of 25 mm, and had 70 degree angulation. It was reported that after the endurant bifurcated stent graft was placed (MFR report # 2953200-2011-01472), a proximal type I endoleak was evident. The physician elected to intervene by implanting an endurant aortic cuff (MFR report # 2953200-2011-01473), however, during its deployment, the aortic cuff moved distally 10 mm. The movement of the stent graft was attributed to user technique and inexperience with the endurant delivery system. The physician elected to implant another endurant aortic cuff to complete the procedure. No add'l clinical sequelae were reported, and the pt is fine.